Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the keypad buttons are unresponsive and that the keypad is damage. There is no additional information available at this time. There is no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because it is unknown if the keypad damage occurred prior to the alleged responsiveness issue or not.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn between the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The audio bolus button was found to be detached. Unrelated to the complaint, investigation revealed that the audible tones were not functioning due to a broken piezo and a cracked solder joint. This malfunction is not likely to cause an adverse event because the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.